Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if any malfunction code recurred. The customer acknowledged and understood the instructions.